Event description:
It was reported that the patient¿s blood glucose reached 246 mg/dl while wearing the pod for less than an hour. The needle did not retract back into the pod indicating that there was a needle mechanism failure. As treatment the patient removed the pod. The patient discarded the pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.